Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. An opticross hd was advanced for an ultrasound examination of the target lesion. During the procedure, the wire and catheter became tangled and were removed together. The procedure was completed with another device of the same device. There was no patient complications reported.